Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture broke three days following a laparoscopic laparotomy procedure. It was stated that it was for the fascial closure. They used a different batch of the same product to treat the fascia again.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. The visual inspection of the sample noted one suture and no needles. The suture was broken into three pieces. It was observed, under magnification, that the suture appeared to have split under tension. A tensile test was performed on the sealed samples and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.